Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: package lot number of the clips? 10705031206885. What suture type was used? No suture was used because they couldn¿t use the product(in this case the clips couldn¿t hinge the clip). What suture size was used? No suture preformed. When the even occurred, was the suture placed near the hinge of the clip? No. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? The nurse was not able to lock the clip. Was the applier checked for damage (jaws straight and aligned)? No damage to the jaws in this case. What was the surgical procedure involved? No. Was this a robotic procedure? No. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? It wasn't under tension. Sample analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the xc200 reload was received with no apparent damage. In an attempt to replicate the reported incident, the reload was tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed 5 clips as intended over the suture. The clips were fully functional and conforming. In addition, an empty foil was returned along with the reload. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Sample analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the xc200 reload was received with no apparent damage. In an attempt to replicate the reported incident, the reload was tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed 5 clips as intended over the suture. The clips were fully functional and conforming. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture the event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2022 and suture clips were used. During the procedure, the clips didn¿t work, another device was used to complete the procedure. Adverse patient consequences were reported. Additional information was requested.